Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was hard to push and sticky and sometimes unresponsive. The customer's blood glucose level was unknown at the time of incident. The customer stated that the rainbow effect on the screen and insulin pump gives louder noises. Customer also stated that insulin pump rewind slower and also reject the new battery. The insulin pump will not be returned for analysis.